Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 274 mg/dl and 545 mg/dl at the time of incident. The customer also reported nausea. The customer was treated with bolus. Customer has been being using insulin pump system within 48 hours of reported high blood glucose events. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer did not receive sensor connected alert nor did system start warm-up. It was unknown if the auto mode feature was active during the reported event. The insulin pump will not be returned for analysis.